Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the device could not be properly tightened on handpiece. Another device was used in which the tissue pad fell off into patient. The tissue pad was removed without incident. A third device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.